Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. The crew reported the monitor shut down and restarted 3 times during patient care. The patient was transported to the hospital. The crew was unable to retrieve any data after the assignment. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Event description:
It was reported to philips that an als unit was being used to treat a patient in cardiac arrest. The crew reported the monitor shut down and restarted 3 times during patient care. The patient was transported to the hospital. The crew was unable to retrieve any data after the assignment. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips clinician reviewed the event file. The event showed a pads on/ lead change: pads at 00:00:01 et (elapsed time). There was no ECG signal capture. A first restart occurred with a ¿device on¿ restart procedure at 00:00:37 et. There was an initial co2 measurement reading at 00:52 et (8mmhg). Co2 measurement continues until next device restart with peak co2 measurement (20mmhg) at 02:32 et and etco2 measurement (0mmhg) at 04:49 et. There was a poor pads contact message at 00:01:02 et and a learning rhythm message at 00:01:05 et while ECG showed no signal (dotted line). There were multiple poor pads contact/ECG noisy signal messages while ECG showed no signal (dotted line) and no ECG signal capture until device restart at 08:19 et.there was another restart which occurred with a ¿device on¿ restart procedure at 00:08:19 et. There was a pads ECG begins signal capture at 00:08:23 et and co2 measurement (0mmhg) at 08:37 et and hr measurement (29bpm) at 08:42 et. There were multiple poor pads contact/ECG noisy signal messages. There was an hr measurement (36bpm) at 13:42 et and cardiac rhythm irregular until 16:45 et. There was idioventricular rhythm from 16:46 et to 18:11 et, at a rate of between 37-47 bpm with pads off at 18:12 et and co2 unplugged at 18:15 et. The case full disclosure log ends at 22:26, indicating the device remained powered on until that point. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.